Event description:
It was reported that the pacing impedance trends on the right ventricular (rv) lead have been unstable and, at times, high and out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2011. (B)(4).